Manufacturer narrative:
Nidek keratome model:mk-2000 is a system that is used in combination with the handpiece set and the blade. The blade is an accessory(consumable) that incises the cornea and create a flap. After receiving this information, we investigated DHR (device history record) of the blade. We confirmed that the blade met the quality criteria and the undamaged are shipped. In addition, this was the only event in the same lot, and no trend was observed. In the surgery after the blade replacement, we confirmed that the symptoms was improved and the device was found to be in working order. The operator's manual provides precautions for handling the blade edge during the system setting and a flap creation, and it also describes incomplete corneal flaps as an adverse event. The occurrence of adverse event can be prevented by following the operator's manual. Nidek co. Ltd. Considers this case a reportable event as it has a potential to cause or contribute to a serious injury if the surgery is performed without following with the step in the operator's manual.

Event description:
Nidek's distributor in (B)(6) reported that uneven cut thickness and "groove" along the edge of the flap were found after flap formation with nidek keratome model:mk-2000 (s/n.(B)(4)). After replacing with another new blade, any problem did not recur. The damage on the edge of the blade was found observing the subject blade under the microscope.